Event description:
It was reported that this device and left ventricular lead were explanted due to dislodgement. Lead was not replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and lead tip appears intact and undamaged. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this device and left ventricular lead were explanted due to dislodgement. Lead was not replaced and no additional adverse patient effects were reported.